Manufacturer narrative:
Device not returned. Late endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the op report documents symptoms of possible embolic stroke after the patient had a procedure for a pacemaker implant. A coagulase-negative staphylococcus was isolated. It is possible that this surgery may have contributed to the patient's infection. Unfortunately, the root cause of this event cannot be confirmed without the sample device.

Event description:
In this case, it was reported that the mitral ring was explanted after an implant duration of approximately 3 months due to endocarditis. Per the op report, this patient initially had aortic valve replacement and mitral valve repair [with the subject device] in (B)(6) 2012. Immediately postoperatively, there was some difficulty in managing his rhythm and a ddd pacemaker implanted. Post-op, he showed symptoms of possible embolic stroke. Tee showed that he had a vegetation on the mitral valve. Infectious diseases were involved and a coagulase-negative staphylococcus was isolated. Therefore, mitral valve replacement was performed with an edwards bioprosthetic valve. After weaning the patient from cardiopulmonary bypass, there was trivial mitral paravalvular leak.